Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. There was nothing unusual about the patient or the procedure. Lubrication was not used to facilitate placement of the capsule. No intervention was required, but a new capsule was used to complete the procedure. The delivery system and capsule would not be returned for investigation. There was no patient harm.